Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Needle valve for freeze and defrost not working. (B)(4).

Manufacturer narrative:
Investigation review DHR inspect returned samples distribution history: this complaint unit was manufactured in 2006. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: the unit was returned on 04-16-13 for leaking valves, contaminated pulse assembly due to cold soaks.. The valves and seals were replaced, and the pulse assembly was cleaned and adjusted. It was also returned march 2020 due to impact damage to the inlet tubing. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned under warranty due the recent repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint. The valve core was leaking. Root cause: given the customer has a history of using cold soaks and the core valves were not replaced in march of 2020 this complaint condition is being attributed to end user error. It is rare to have the core valves fail but can be impacted by debris or contamination. The IFU does not recommend cold soaks on this portion of the device. Corrective actions the unit was fitted with new core valves, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
Customer reported: "needle valve for freeze and defrost not working". 1216677-2020-00171-1 900001 ll100 cryosurgical (B)(4)